Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the insulation of both the brown and red wires had worn at approximately 24.5¿ from the controller connector. Additionally, a breach was found in the yellow wire in the same location, creating an area of current leakage. A direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported event of stroke could not be conclusively established during this evaluation. Additionally, the evaluation of (B)(6) confirmed the presence of pump thrombus. A direct correlation between this finding and the reported event could not be conclusively established. The pump, (B)(6), was returned assembled with the driveline intact. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the inlet port. The outlet elbow was returned attached to the outlet port. The outflow graft attachment and the bend relief collar were returned detached from the device. The outflow graft bend relief was not returned. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a white, tissue-like thrombus formation. This formation appeared to have partially surrounded the outlet bearing ball, and extended into two of the stator vanes. The lack of laminated layering suggests that the deposition did not form in the outlet stator; however, its specific origin could not be determined. Additionally, the evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and driveline serial number(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Section 1, "introduction," lists stroke, device thrombosis, and death as adverse events which may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the stroke was ischemic. The stroke was diagnosed through patient symptoms and a computed tomography (CT) scan. The patient was tested for pump thrombosis through an echocardiogram (echo) and lactate dehydrogenase (ldh).

Event description:
It was reported that the patient was admitted on (B)(6) 2023 to a shared care center with stroke symptoms. The patient was transferred to a hospital. The patient's stroke was more severe than a previous stroke they had. Catastrophic "sequelae" was noted including hemiplegia and aphasia. The patient's family requested palliation. The ventricular assist device (vad) was turned off by the medical team on (B)(6) 2023. Pump thrombosis was suspected. The outcome was considered to be related to the device or therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.